Event description:
It was reported that the customer's blood glucose level displayed as "high," but a specific value was not provided. Customer monitored bg levels. No additional information was provided.